Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number is the international list number which is similar to us list number of 062910. Stoma site infection is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, a patient in (country) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2022, the patient experienced intermittent pain in the stoma area. On (B)(6) 2022, the patient experienced a red stoma site with suppuration. On (B)(6) 2022, the patient was prescribed augmentin 875 mgs every 12 hours for 10 days by the neurologist for the stoma site infection. A culture was taken of the stoma site, the results are not yet available. The patient reported difficulty in mobilizing the tube, washes the stoma site with physiological saline and is using chlorhexidine in the stoma.

Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number is the international list number which is similar to us list number of 062910. Stoma site infection is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, a patient in (country) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2022, the patient experienced intermittent pain in the stoma area. On (B)(6) 2022, the patient experienced a red stoma site with suppuration. On (B)(6) 2022, the patient was prescribed augmentin 875 mgs every 12 hours for 10 days by the neurologist for the stoma site infection. A culture was taken of the stoma site, the results are not yet available. The patient reported difficulty in mobilizing the tube, washes the stoma site with physiological saline and is using chlorhexidine in the stoma.